Event description:
Patient arrived at ICU following placement of thermodilution swan-ganz catheter; patient's pressure cables and thermodilution set-up were hooked into bedside telemetry module. Patient's pa pressures and cvp readings were able to be seen and measured. Patient's cardiac output transducer was not registering as connected; modules and cables were switched to attempt to find disconnection of wire. Another two rns were employed to find the disconnection and to swap out cables/ monitors to see if transducer could connect. Readings displayed "tblood transducer not connected". Patient had to be brought back to cath lab for another swan-ganz catheter placement.